Event description:
The customer reported that the jaws would no longer open during a laparoscopic nephrectomy. It is unknown how the device was removed from the patient. There was no bleeding or patient injury and another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.